Manufacturer narrative:
(B)(4): the customer reported that an mms fell and was damaged. No patient harm was reported. The available information does not indicate that there was a malfunction or that there was any problem with device mounting. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an mms fell and was damaged. No patient harm was reported.